Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, during a mitral annular calcification (mac), a valve in valve procedure was performed due to paravalvular leak and central aortic insufficiency. The patient left room in stable condition.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was performed. A lot history review was performed and revealed no other complaints relating to the complaint events valve deployment and position deployed valve exhibits paravalvular leak and valve deployment and position deployed valve exhibits central regurgitation a complaint history review was performed; for complaint, valve deployment and position deployed valve exhibits central regurgitation, an existing technical summary captures the root cause analysis. The complaint, valve deployment and position deployed valve exhibits paravalvular leak was unable to be confirmed therefore, a complaint history review is not required. For complaint, valve deployment and position deployed valve exhibits paravalvular leak, no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. For complaint valve deployment and position deployed valve exhibits central regurgitation, an existing technical summary captures the manufacturing mitigation. The following instructions for use (IFU) manual were reviewed: IFU commander delivery system with s3/s3u/s3ur thv, us and procedural training manual. No IFU/training deficiencies were identified. Risk assessment was completed; native mitral valve replacement using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. No further action is required at this time. The complaints for post implantation paravalvular leak and valve deployment and position deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant procedural imagery and medical record. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was offlabel for native mitral valve replacement. As reported, during a tavr procedure via mitral approach, an additional 4cc and 2cc was added and the delivery system balloon burst pvl and central ai lead to a 2nd valve. A 2nd valve was prepared with a new delivery system and was deployed inside 1st valve. For complaint, valve deployment and position deployed valve exhibits paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, valve was implanted into a noncircular bicuspid native mitral valve, so the deployed valve could not properly seal against the native mitral annulus, which could lead to paravalvular leak. As such, available information suggests that procedure factors (off label operation) may have contributed to the complaint event. For complaint, valve deployment and position deployed valve exhibits central regurgitation, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary provides is applicable to this event because over expansion/overinflation is identified as one of the potential root causes of central regurgitation, the summary indicates that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ postdilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate postoperative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, during a tavr procedure via mitral approach, an additional 4cc and 2cc was added and the delivery system balloon burst pvl and central ai lead to a 2nd valve. Deploying the valve using more than the prescribed volume may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such, available information suggests that procedural factors, (overinflation) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.